Event description:
An article titled "long-term expectations of vagus nerve stimulation: a look at battery replacement and revision surgery" was reviewed. It is noted in the article that the patient's vns generator was removed due to postoperative infection. The cause of the infection was secondary to erosion of the wire through the skin. Whenever possible, the surgeon removed the entire infected vns implant, including the coil wrapped around the vagus nerve. There was no obvious manifestation of vagus nerve injury associated with removal of the lead. The surgeon routinely uses the following methods: use of multiple chlorhexidine surgical scrubs and preps, double gloving with outer glove changes after draping and before handling hardware, and administering 48 hours of prophylactic oral antibiotics. Attempts for additional relevant information including patient details were unsuccessful. This article also reports other events as previously mentioned in manufacturer report # 1644487-2015-05918.